Manufacturer narrative:
Image review: the images confirm the lesion morphology details as reported. Numerous pre-dilation's were performed at the target lesion. A stent is successfully delivered and implanted in the lesion. An image captures a snare attempting to retrieve what appears to be the reported dislodged stent, the attempted delivery and dislodgment of the stent were not captured in the images provided. The reported coronary dissection was not visible on the returned images. Evaluation summary: kinking was apparent along the hypotube of delivery system. The stent was not present on the balloon but did return for analysis. Stent was returned lodged in a non-medtronic guide catheter. Deformation was evident to the stent, with stent appearing bunched and struts appearing stretched. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Deformation was visible to the distal tip, with tip appearing uneven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an endeavor resolute drug eluting stent to treat a moderately tortuous lesion in the ostium of the diagonal branch with 80% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. There were no abnormalities in relation to anatomy. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. The inflation device remained at neutral pressure during the delivery of the device. It is reported that during delivery in the left main coronary artery, a stent dislodgement occurred leaving the stent floating in the left main. The dislodged stent was removed from the patient using a stretch loop catheter. The catheter used to remove the dislodged stent was a medtronic device. The event resulted in a coronary dissection. The current patient status is alive. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.